Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon ¿error code e102¿ occurred because the internal temperature of the subject device increased. The phenomenon occurred immediately after the lamp was replaced. According to the service manual, e102 error indicates that clv device goes out, and it is a message that is displayed when the internal temperature of a light source device increases. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. An evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e102" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.